Event description:
Rv lead was capped and replaced due to inappropriate shocks and noise, which lead to battery depletion. Device was explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the mos2 battery status, 64 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. Further, the archive data and the programmed parameters were inspected. High left ventricular pacing thresholds, up to 4.4v and 0.4ms, were documented in the archive data. The last programmed left ventricular pacing output was 5.0v and 0.4ms, which represents a high current program, resulting in a faster battery discharge. The overall amount of charge taken from the battery was verified, indicating the battery status to be as anticipated. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional, especially the battery state was normal and as expected. There was no indication of a device malfunction.